Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a (B)(4) central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays pt vital signs data from multiple bedside multi-parameter pt monitoring devices through either wired or wireless connections. Welch allyn factory service confirmed that the display monitor did not power up. The display's power light did not illuminate. The (B)(4) display is an off-the-shelf computer peripheral made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the sources of failure. The customer received a new display per the service agreement. Conclusion: (replaced per service contract).

Event description:
The customer reported that they had a (B)(4) display that went blank and now is not powering up. This resulted in a temporary inability to monitor pts centrally until the customer replaced the display. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt info.